Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver reported that a supply bag became disconnected from the supply line without falling. The technical services representative assisted the care giver in clearing the alarm and reviewed proper procedures. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a supply bag was reported to have disconnected without falling, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.